Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the opt944 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility reported that the patient's oxygenation decreased. The subject cannula was then replaced and the patient's oxygenation improved. There were no further patient consequences reported by the healthcare facility. Fisher & paykel healthcare (f&p) has requested for further information about the reported event, such as the sequence of events and location of the damaged part of the cannula. F&p will provide a follow up report upon completion of f&p's investigation.